Manufacturer narrative:
The investigation into the purge door wont close issue has been completed. The automated impella controller (aic) was returned for investigation. The real time logs were reviewed and showed pressure fluctuations that were likely related closing the purge door on the purge tubing. The returned console was inspected on an engineering lab bench. The failure mode was not reproduced. The door opened and closed without issues. There was very minimal buildup of glucose around the purge assembly, making it unlikely to have contributed to the purge door latch mechanism malfunction. The root cause of the inability to close the purge door was most likely due the purge tubing pinched between the door and enclosure (not properly placed in the groove, which allows for full closure of the purge door). This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the field service team that the automated impella controller (aic) purge cassette door would not latch and stay closed. A loaner aic was sent to the customer to initiate return of the aic. There was no patient harm reported.